Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced light headedness and went to the hospital emergency department for a device check. It was noted that the left ventricular (lv) lead triggered a lead impedance warning due to a low impedance measurement. The lv lead impedance was determined to be currently within a normal range and the lv lead remains in use. It was also noted that the right ventricular (rv) lead exhibited one under-sensed beat on stored electrograms (egm) during non-sustained ventricular tachycardia episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event.